Event description:
It was reported that when temporarily disconnecting a bifurcate from the patient's port, the collar of the bifurcate completely broke and slid off the bifurcate. There was patient involvement, and "minimum" patient harm/adverse event reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9616567-2025-00025. The date of that submission was 07 feb 2025. One sample was received for evaluation. Through testing, the reported problem was confirmed. The probable cause is due to unintentional external tightening forces. The reported condition could not be attributable to the manufacturing process as an excessive force needs to be applied on the product to reproduce such condition.